Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited a foreign object that came out of the nozzle. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. A foreign object came out of the nozzle. The foreign object could not be identified. It was confirmed that there was no deformation in the area where the foreign object remained. It was confirmed that the instructions for use have been followed. The detection method is described in chapter 3, preparation and inspection, of the instruction manual evis lucera gif/cf/pcf type 260 series operation manual. Prevention measures are described in chapter 3, cleaning, disinfection, and sterilization procedures, of the instructions for use evis lucera gif/cf/pcf/sif type 260 series cleaning/disinfection/sterilization. Olympus will continue to monitor field performance for this device.